Event description:
It is reported that the set screw of the trochanteric fixation nail (tfn) was noticed to be in the down position at the introduction of the helical blade. The patient outcome was satisfactory and slight osteoinduction has been reported. The reported event delayed the surgery for approximately 20 minutes. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted / explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Placeholder.